Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter displayed inaccurately high results when tested with control solution (cs). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 2am, when he obtained a high cs result of "235 mg/dl" (normal range 113-115 mg/dl). It is unknown how the patient manages his diabetes and he denied making any changes to his usual diabetes management regimen due to the alleged inaccurate high cs result. Two weeks after obtaining the alleged inaccurate cs result the patient reported developing symptoms of feeling "sweaty and anxious." He denied receiving any treatment for his symptoms. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure and he described the correct testing steps. The patient was using the correct control solution, it had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.